Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008 patient presented with following admission diagnosis: degenerative disc disease. Low back pain. Lumbar radiculopathy. Procedure: lumbar diskectomy, l4-l5 right, transforaminal lumbar interbody fusion, l4-l5 right, utilizing 14 mm peek graft and rh- bmp2/acs. Percutaneous pedicle screw fixation l4-l5 bilaterally utilizing device. Rh-bmp2/acs, local graft. Emg monitoring, mode evoked responses. Per-op notes: a 14 mm graft was utilized. This was impacted into place in an oblique fashion and countersunk as much as possible. A 26 mm graft was utilized. The graft was checked radio graphically and found to be crossing the midline from right to left in an oblique fashion and centering well within the disk space. The wound was irrigated copiously with the antibiotic solution. Rh-bmp2/acs and morselized bone graft material was then packed into the interspace. Rh-bmp2/acs in the carrier sponge was also put within the peek spacer prior to impaction into the disk space. Other implants used screw (4), set screw (4), rod (1), rod (1).